Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9334441, medical device expiration date: 2020-11-30, device manufacture date: 2019-11-30, medical device lot #: 9336371, medical device expiration date: 2020-11-30, device manufacture date: 2019-12-02." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tubes were under filling with a bd vacutainer® sst¿ blood collection tubes. This occurred on 500 separate occasions with batch# 9334441, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: nurse stated blood would start to fill into tube and then stop.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the tubes were under filling with a bd vacutainer® sst¿ blood collection tubes. This occurred on 500 separate occasions with batch# 9334441, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: nurse stated blood would start to fill into tube and then stop.